Event description:
Hcp reported after 43 months the device experienced a telemetry problem and was explanted to check whether this was a normal battery depletion. Device returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.